Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging asthma (new or worsening). There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Repair evaluation information was received on 09/26/2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging asthma (new or worsening). There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, pil observed the following from an external and internal inspection. A dust like contaminate on the ui (user interface) panel, ui knob, top enclosure, keypad, rear panel, bottom enclosure, blower motor, and the blower box. Degraded blower foam was on the blower motor and blower box. Scrapped was stamped on the exterior of the top enclosure, this device is not scrapped and will be placed in long term retention. The accessory module and sd (secure digital) cover flip doors, sd card, philips pollen filter, and the 2 screws that secure the top and bottom enclosures were not returned with the device. A keratin-like substance was observed on the blower box outlet. ER-2243857 v.01 addresses the issue of keratin. There was one error code found. Pil was able to confirm the presence for degraded sound abatement foam residue in the blower box. Pil confirmed the presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v01). The issue of degraded sound abatement foam is addressed by CAPA 7211. Photos attached. Pil is unable to directly address the symptom specified. Box h was updated in this report.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2023-09218. This report was submitted as a duplicate report of the previously submitted report.